Event description:
Customer reportedly received results "hi" (> 600 mg/dl) and 230 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.